Event description:
The customer reported to olympus, there a was cable issue on the hd camera head, which had been discovered during a regular inspection at the customer site. During the inspection of the returned device, no image was displayed due to a faulty cover on the plug unit. There were no report of patient harm associated with this injury. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The cable was cut, the cable boot adhesive on the cable was detached and there was also heavy leakage from the cable assembly. There was a crack and additional physical damage to the charged coupled device (ccd) and there was a sound coming from the plug unit from loose screws. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, no image may have resulted from faulty cable unit or charge-coupled device (ccd) unit. The cause of the cable unit could be due to water invasion to the cable unit. The faulty ccd was confirmed and may have resulted from physical damage. Olympus will continue to monitor field performance for this device.